Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that operational test fail due to external paddles cable connector damage. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This case is found duplicate of pr (B)(4) as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2021-11006) for further details.